Event description:
A customer reported an altitude alarm on their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to clean the speaker holes of the pump, and they successfully resumed insulin delivery after following the guidance. After waiting the recommended time, the alarm did not recur, and the pump returned to normal operation. The customer received additional tips for preventing future altitude alarms.